Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 46 mg/dl at time of the incident. The customer's attending health care professional at the hospital said the pump malfunctioned and gave too much insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to hipaa concerns. Customer's next of kin says the customer has had the pump for 5 years and is due for an upgrade. The insulin pump will not be returned for analysis.